Event description:
Customer is alleging pump delivered insulin when it was not programmed to do so. Yesterday customer had large meal and dessert around 6:30-7pm. After eating meal, blood sugar dropped to 33 mg/dl even though customer consumed a lot of carbohydrates. Before meal blood sugar was 134 mg/dl at 6:30pm and 33 mg/dl at 6:51 pm. The customer was incapable of self treatment. Husband or other family member provided juice to customer. Customer felt pump vibrate twice. There was no error message but customer states it was the normal vibration she feels when insulin is being administered, but customer had not programmed any bolus and felt it was unusual for pump to vibrate at this time. No adverse event reported. A request was made for the return of the device, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.